Manufacturer narrative:
A trumpf medical technician evaluated and replaced the adapter at the user facility. The incident adapter has been returned to trumpf medical for evaluation. The investigation is still ongoing.

Event description:
A light handle adapter with sterile handle became detached from the surgical light and hit a nurse on the head. No injury was reported. Clarification of the event was requested from the user facility, but a response has not been provided.